Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. The tones were determined to be due to a single low, out of range pace impedance measurement in relation to this right atrial (ra) lead. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that no tests have been performed to determine the cause of the out of range measurement. There were no programming changes made. The patient will be monitored. No adverse patient effects were reported.

Event description:
Additional information was received that the pacing impedance on this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) was now low and out-of-range at less than 200 ohms about half the time. Additionally, there was noise and oversensing noted on the ra lead that resulted in an inappropriate mode switch. A routine change out for the crt-d was needed due to normal battery depletion. During the device change out, the ra lead was surgically abandoned and replaced as well. The crt-d was explanted. No additional adverse patient effects were reported.